Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, during the first application on the stomach (first application overall), using a black load on the antrum 2-4cm from the pylorus/lesser curve, several of the staples missed the anvil completely, and didn't form properly, primarily the distal third of the staple line. Prior to firing, the surgeon holds compression on the tissue for thirty seconds, and hesitates for five-ten seconds between squeezes. Then comes back to closely inspect the staple line. A total of two black reloads were used and are being returned. The area was over sewn for reinforcement. The same instrument was used to complete the case, and all other six firings/staple lines were normal. There were no patient consequences.

Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Intra operative photographs were received. Upon review of the images, it appears that the inner two rows of staples, first firing, on patient side did not properly deploy and supports the complication described in the event. However the photographs did not provide evidence relative to what may have caused the incomplete staple deployment.